Event description:
On 08-apr-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in china within the apac region. During an endoscopic procedure, the endoscopic image suddenly went dark and the operation was interrupted. As a malfunction of the endoscope was found, the endoscope was immediately replaced. The patient's procedure was delayed but was completed successfully. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported event was that the endoscopic image suddenly went dark during a procedure and the endoscope was replaced. The patient's procedure was delayed but was completed successfully. The availability of the device for evaluation is currently unknown. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". D9: is this device available for evaluation?- "no" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: a pentax medical engineer consulted with hospital staff and confirmed that the malfunction occurred during use. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation, potential root causes of this failure include exposure of the electrical contacts to moisture during reprocessing, followed by use without sufficient drying, which may have resulted in a short circuit. Another potential root cause is corrosion of the electrical contact surfaces, which may have resulted in poor electrical contact. The hospital's equipment department contacted a third-party maintenance provider to clean the electrical contacts. The device resumed normal operation after cleaning. The hospital was reminded to ensure that daily operation and reprocessing procedures comply with the IFU. Investigation completion and return date: 14-apr-2026. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 07-feb-2025 under normal conditions. A specially approved component was used during production. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The actual date shipped was confirmed as 17-feb-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.